Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to ER and was released on (B)(6) 2017. Diagnosis was for hyperglycemia. Customer received insulin treatment. Customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with the fasting results obtained of 561mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling nervous and sweaty. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer is not taking his insulin and his blood glucose was very elevated at 561mg/dl not 1000mg/dl. He had a blood glucose of 1000mg/dl on another meter not trividia. He did not know his expected fasting range because he is new to diabetes as of this week (B)(6) 2017. Family members did not know how to take his blood properly in fasting times, understand how insulin works and how to contact their doctor. Per customer's wife, she and her husband did not know he was a diabetic. Doctor did a very poor job in instructing patient and wife on diabetes. When he was at doctor's office with another meter (another company's meter) his blood glucose was 1000mg/dl. The doctor was not actively involved in patient's care. Patient and patient's wife continued to state that this information. When customer's wife called trividia she called to get help on training how to use our meter because she said that, neither the doctor or the home health agency did not teach him how to use the meter and or understand what his blood range was or how much insulin to take. The couple called to get training and medical advice. When customer representative received information regarding signs and symptoms of hyperglycemia; it was suggested that 911 be called. Customer and customer wife refused and decided to take him to the hospital. Both patient and patient's wife continued to argue with son on the phone regarding going 911. The final result was that they took patient to the hospital and hung up.